Event description:
On (B)(6) 2024 , for the patient painless gastroscopy, when connected to the processor, the image of scope was unclear, shutdown and restart, it was not be improved, affecting the use. The user changed other scope to use, the image was clear, and immediately stopped using the malfunction one and notified the equipment section for repair, the maintenance staff arrived at the scene to check it, and it was needed to return to the factory for repair, the equipment was under repair. Harm performance: affect the use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac responded via email on 18-apr-2024 with the information that it made a good faith effort to gather additional information and there are no actual harm was caused to the patient, the examination time was extended, just due to the user needed to replace a backup endoscope to complete. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4: unique identifier (UDI). D8: was this device ever serviced by a third party? D9: returned to manufacturer. H4: device manufacture date. Evaluation summary: event that occured is video image failure. Based on the investigation, a potential root cause of this failure is water has entered the endoscope or the ccd objective lens has broken. Due to the endoscope didn't be sent to the pentax for repair, and the hospital did not get the cause reason from third party, it was hard to determine the specific fault and the cause of the malfunction. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The device was repaired by the third party and returned to the hospital. Reminded the hospital that when using endoscopes, it is important to follow the instructions in the pentax manual and not to exceed the scope of use or use brute force in order to minimize damage to the endoscope. The DHR review confirmed that the endoscope was manufactured under normal conditions at pentax medical miyagi on 09-apr-2020. Although imaging defects were identified during the assembly process, the filter was replaced and the endoscope passed all required inspections and was released accordingly. The shipping approval date and actual shipping date were confirmed as 09-apr-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.